Event description:
Blood was noted backing into the iabp gas line and iabp was discontinued. Co was notified of this event on 5/13/97 via the mandatory medwatch form from the user facility; uf/dist report number: 100060-1997-0001. The iab was not returned/released to co for eval. It is the policy of the facility not to release the iab. (Event complications: none from the event-reported 5/13/97.) (Pt's current status: unk-rpt'd 5/13/97.)